Event description:
Patient reported obtaining back-to-back blood glucose results of 343 mg/dl, 172 mg/dl, and131 mg/dl, on the advantage system. Patient indicated that no action was taken based on these results. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing was not performed on the system. Techinical support requested the return of the suspect product and replacement product was shipped.